Event description:
It was reported that the patient is deceased and died approximately one and one-half months post the upgrade from a single chamber implantable pacemaker (ipg) to an epicardial dual chamber ipg. Additionally, one of the epicardial pacing leads was implanted after the "use before date." The implant took place during the surgery for a kawashima procedure. The patient was seen by the physician in the pacemaker clinic approximately three and one-half weeks prior to death when the patient was "significantly more energetic," "feeling well," was afebrile; and the ipg system "demonstrated entirely satisfactory atrial and ventricular lead sensing impedances and thresholds." The patient was to follow-up for an ipg check in "three or four months' time."

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Attempts to obtain additional information were unsuccessful. The cause of death is unknown and will remain unknown. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The distal conductor was distorted. The outer insulation had a breached cut and cosmetic depression. There was apparent explant damage. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The outer insulation had a breached cut and cosmetic depression. There was apparent explant damage.